Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
One day post-implant, a drop in r-wave amplitude and high impedance were observed. Hence, the lead was repositioned. The following day, a significant decrease in r-wave was again observed. X-ray revealed lead dislodgement. As such, the physician elected to replace the lead.